Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, multiple non-sustained ventricular tachycardia episodes were noted. The patient was admitted to hospital for left heart catheterization (lhc) and also underwent exercise tolerance test during admission. The patient was treated with medications and discharged. The patient then presented to an emergency room with chest palpitations on (B)(6) 2019, and was admitted with suspected pacemaker malfunction. Upon interrogation, it was noted that the patient was in atrial flutter which was terminated with burst pacing/non-invasive pacing study (nips). A drop in mode switch was noted. Treatment with medications was suggested. The patient was admitted to the hospital and will continue to be monitored.

Event description:
New information received states that there was no issue or allegation of malfunction noted on the pacemaker. The pacemaker was functioning well. The patient was in atrial flutter which was terminated with burst pacing/non-invasive pacing study (nips). The patient was stable throughout.